Event description:
It was reported that during the morning check performed by the user, the cardiosave intra-aortic balloon pump (iabp) had some haze and dots appear on the upper screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The cardiosave is working correctly, but some haze and dots appear on the upper screen, due to bad contacts on the video connector. After removing the display frame and spraying deoxidizer on the monitor cable, the interference disappeared. Correct operation checks carried out.

Event description:
N/a.